Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported the patient had pocket stimulation and that a polarity switch occurred with the right ventricular (rv) lead. The rv lead unipolar and bipolar impedances were 5951 ohms and the unipolar capture threshold was 3.75 volts at 1.0 millisecond. The rv lead is still in use. No patient complications have been reported as a result of this event.